Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material observed in the nozzle could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle, the air supply volume did not meet the standard value. In addition to the foreign material in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost; adhesive on bending section cover had a chip, crack and white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; electrical connector is dirty due to water leakage; paint on air/water cylinder was peeled; and the switch 3, connecting tube, and image guide protector had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of pre-cleaning and the nozzle was cleaned with lint-free cloths/brushes/sponges. According to the customer, it is unknown when the foreign material adhered to the nozzle, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had poor air/water supply. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.